Event description:
A report was received that the stimulator was making the patient¿s nervous condition worse. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient cancelled the explant due to a non-device related issue. No next course of action will be taken until further notice.

Event description:
A report was received that the stimulator was making the patient¿s nervous condition worse. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.